Event description:
Information received by medtronic indicated that the customer received an open-book image alarm and that the pump was cracked. No harm requiring medical intervention was reported. Troubleshooting was performed and explained, the insulin pump performed safety checks, and the error was found. The customer will discontinue using the insulin pump, which will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for an alleged critical pump error (open book image) alarm & exposed to moisture damage & cosmetic damage located at the battery compartment found on (B)(6) 2023. No critical pump error (open book image) alarm noted during boot up. Unit passed the rewind and active current measurement. Unit failed to pass the sleep current test due to high currents. Unit failed to pass the self test due to pump error 63 occurring during testing. Unit failed to pass the priming/seating due to prime anomaly occurring during testing. Unable to perform the displacement, basic occlusion test, force sensor test, and occlusion test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on electronic stack ,force sensor, and motor assembly. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces, however, other alarms were found near the event date. Pump error 63 variable (21 & 03) line#9926 file#2005 ( line#367 file#37) occurred on (B)(6) 2023 00:00 & (B)(6) 2023 09:37 in history files and traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, pillowing keypad overlay, missing display window cover, cracked case (battery tube), corroded home switch. Critical pump error (open book image) alarm was not observed during analysis. Critical pump error (open book image) alarm not confirmed. Pump error 63 is confirmed due to being found in history files and due to hardware defect and due to cracked soldered joint at u1 pin (05). Exposed to moisture is confirmed at the electronic stack, force sensor, and motor assemblies. Cosmetic damage is confirmed at the battery compartment. Priming anomaly is confirmed due to moisture damage to motor assembly. Unexpected battery power loss is confirmed due to moisture damage to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.